Event description:
The patient was collapsing so she was brought in for a for a follow-up. It was reported that the atrial lead exhibited loss of capture in both configurations. An x-ray showed that there was no damage to the lead and no dislodgement. The pulse generator was programmed to vvi mode.